Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
It was reported that the patient had a rash on his back. During a follow up it was reported that the patient was prescribed an unknown medication for the rash and that the irritation was improving.